Manufacturer narrative:
Concomitant products: product ID: 3093-33, lot# v483608, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a colonoscopy and forgot to turn their device off. The patient could not increase stimulation. The patient could decrease stimulation. The patient stated ¿it¿ went off and wouldn¿t do anything. The patient then got a jolt and then felt nothing. The patient synced on the call and saw that the stimulator was off. Turning stimulation on allowed the patient to increase stimulation.

Event description:
Additional information reported that patient had bowel surgery end of (B)(6) 2014 and turned her therapy off and back on "she thought." The patient stated her therapy had not worked since then. The patient then stated that the therapy had "never really worked for her but she could tell when her therapy was off that the therapy must be working some because her leaking symptoms returned. The patient reported shocking or jolting sensation and requested an adjustment. The patient had it at 1.9 and increased to 2.0 on the day of this call but got a big jolt and had left it alone since. The patient was asked if she had therapy off before the day of this call or since her surgery in (B)(6) 2014. The patient just stated that she thought she turned it on after her surgery. The patient reported that the area where she felt the jolt was still sore. The patient had not seen a health care provider for her stimulator in 6 months to 1 year and would need her therapy checked / adjusted.